Event description:
During a lobectomy procedure, on the second firing on the bronchus, only two rows of the specimen side staple. The doctor put some overstitches to close the tissue. No patient consequence.